Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A u.s. Distributor contacted zoll to report that a patient had a rash under the front therapy electrode (te) pad. Follow-up indicated that the patient used a powder provided by his physician and that the rash was getting better.